Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that the right atrial (ra) lead was oversensing noise.

Event description:
New information received notes that the right atrial (ra) lead was programmed to air prior to the lead revision procedure.